Event description:
It was reported via literature that serious injuries occurred. A single center study was conducted from (B)(6) 2023 to (B)(6) 2024, to compare operating room entry and exit times and procedural subsections times between pulse field ablation and very high-powered short duration ablation procedures. One hundred thirty-one (131) patients were enrolled in the study, eighty-seven (87) of which underwent pulse field ablation using a farawave catheter and forty-four (44) patients underwent radiofrequency ablation with a non-boston scientific (bsc) catheter. Procedure summary pulse field ablation procedures were performed under conscious sedation. Femoral venous access was obtained using a faradrive steerable sheath and a transeptal puncture was completed. Once access to the left atrium was obtained intravenous heparin was administered to maintain an activated clotting time of 350 seconds. The farawave catheter was advanced through the faradrive steerable sheath to the left atrium and pulmonary vein isolation was performed. Four (4) applications of ablation were delivered via the farawave catheter in basket configuration and 4 applications of ablation were delivered in flower configuration. Intracardiac echocardiography and fluoroscopy were used to evaluate catheter to tissue contact, catheter position, and pulmonary vein anatomy. Anesthesia was suspended at the start of ablation of the last pulmonary vein. Once awake and assessed as neurologically intact, patients were transferred to the inpatient ward to complete recovery. Event summary: of the 87 patients that underwent a pulse field ablation using a faradrive steerable sheath, one (1) developed an access site hematoma requiring no intervention. One (1) patient developed an arteriovenous fistula at the femoral access site which required vascular surgery the day of the index procedure. Patient status: no further information on the status of the patients is available.

Manufacturer narrative:
Orban, g. Et al. Comparison of room times between pulsed field ablation and very high-power short duration ablation. Heart rhythm o2, 2025; 6, 1546 to 1555. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.